Event description:
It was reported that a pocket revision was being performed for a suspected seroma. It was found that the sutureless connector portion of the catheter disconnected from the rest of the catheter at the pin/connector. The surgeon then suspected that the fluid in the pump pocket was actually drug from the catheter coming apart. It was also noted that the physician had had difficulty filling the pump because it seemed to be moving. A new sutureless connector was implanted with a dacron pouch to help in anchoring the pump. At the time of report, there was no patient injury. The device system had been used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, lot# n180175025, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient needed a revision. The pump connector was found to be a problem because it was loose. It was indicated that the patient recovered without sequela after the device was removed.

Manufacturer narrative:
Final analysis of the catheter found that there was a possible poor connection to the pump causing a leak or detachment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.